Event description:
It was reported that the user experienced intermittent bluetooth communication loss between a dexcom g7 sensor and the ilet, resulting in repeated disconnections and reconnections until the device was re-paired and glucose readings resumed. Symptoms included no reported adverse clinical effects and stable blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included on-call troubleshooting and education, re-entry of the pairing code, and observation of successful reconnection and data transmission. Investigation of this case revealed a communication connectivity issue between the cgm transmitter and the ilet without evidence of device malfunction or hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was likely external signal interference or pairing instability resolved through re-pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.